Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on b)(6) 2016, that on (B)(6) 2016, the device had a transmitter failed error. No additional event or patient information is available. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of transmitter failed error was confirmed. A root cause could not be determined. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. Data log review was performed at time of device evaluation finding a transmitter error alert confirming the reported event of a transmitter error. A root cause could not be determined.